Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 485 mg/dl at the time of incident. Customer stated other blood glucose value was 100 mg/dl, 300 mg/dl, 121 mg/dl, 140 mg/dl. Customer was treated with manual injection. Customer was uses auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.